Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient presented with cervical radiculopathy and underwent a c5-6 cervical translaminar epidural injection. No patient complications were noted. On (B)(6) 2008, the patient presented with low back and neck complaints (onset (B)(6) 2007). Per the encounter notes, in the cervical spine the patient had multi-level degenerative disc disease and posterior disc bulging at c2-3, 3-4 and 4-5. In the lumbar spine the patient presented posterior disc pathology with annular tears ad l4-5 and l5-s1 with some moderate pathology. The patient had undergone a discogram which reportedly precisely reproduced the back and bilateral leg complaints. The patient had some bilateral extremity numbness and tingling into the posterolateral calves. On (B)(6) 2008, the patient presented with significant severe back pain and presented the preoperative diagnosis of spinal stenosis, lower extremity radiculopathy, and degenerative disc disease. The patient underwent surgery which consisted of posterior spinal instrumentation, l4 to s1; posterior lumbar interbody fusion, l4-5 and l5-s1; posterolateral fusion, l4-s1; insertion of prosthetic interbody fusion spacers, l4-5 and l5-s1; bilateral laminectomies l4-5 and s1 with lateral recess stenosis decompression medial foraminotomies, complete facetectomies on the left side at l4-5 and l5-s1; and iliac crest bone graft. Somatosensory evoked monitoring/emg triggering was utilized within the surgery for pedicle placement. Intraoperative x-rays were taken to verify appropriate position and alignment of instrumentation/grafts. It should be noted that each of the pedicle screws tested negative at 20ma with the exception of the right s1 pedicle testing negative at 16/60ma. The screw was withdrawn and no pedicle breach was found. No patient complications were reported. On (B)(6) 2008, the patient was discharged from hospital. On (B)(6) 2008, aprox 6 weeks post op; the patient presented for f/u and complained of mechanical back pain with some numbness in the left leg. The patient had some weakness to the ehl on the left. The patient was ambulating with a walker. On (B)(6) 2008, approx. 2.5 mo post op., the patient presented with some left leg complaints down into the posterolateral calf. Per the encounter notes, the patient may have had some irritation of the nerve root at l5-s1 clinically. The patient was ambulating with a slight antalgic gait. The patient¿s lyrica was increased, started on flexeril, and continued on lortab. On (B)(6) 2008, the patient presented left lower extremity radiculopathy and underwent a left l4-5 and left l5-s1 transforaminal epidural steroid injections. No patient complications were noted. On (B)(6) 2008, the patient presented left lower extremity radiculopathy and underwent a left l5-s1 transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2008, the patient presented with moderate left leg complaints. The patient reported that they did not feel like either the l4-5 or l5-s1 selective nerve blocks gave them any benefit. The patient reported that they had not had in pain in their left leg until after receiving the injection. On (B)(6) 2008, the patient presented significant back and leg pain. It was reported the patient had gained another 6 pounds putting them at (B)(6). The patient was taking lyrica, lortab, and naprosyn. On (B)(6) 2011, the patient presented with increasing chronic radicular pain ¿ worse over the previous 6 months. X-rays showed a solid arthrodesis of l4 to the sacrum. On (B)(6) 2011, the patient presented with significant back and leg pain. The patient underwent a MRI which showed adjacent level pathology with findings suggestive of a possible arachnoiditis from l4-s1. The patient also underwent a CT scan which showed posterior hardware from l4-s1 intact without evidence of loosening; evidence of solid body fusion at l4-5 and l5-s1 between vertebral bodies; solid body fusion in the posterior aspect on the fight from l4-s1 with incomplete solid bony fusion posterior laterally on the left; and probable scar tissue obscuring the normal appearance of fat attenuation around exiting left l5 nerve root. The patient was on lortab. On (B)(6) 2011, the patient presented low back pain with low back with lumbar radiculopathy and possible arachnoiditis from l4 to s1. The patient underwent a lumbar epidural injection at l3 and l4. There were no patient complications reported. On (B)(6) 2011, the patient presented low back pain with low back with lumbar radiculopathy and possible arachnoiditis from l4 to s1. The patient underwent a lumbar epidural injection at l4-5 and left l5-s1. There were no patient complications reported. On (B)(6) 2011, the patient presented with a 50% improvement in symptoms since receiving a lumbar epidural injection. On (B)(6) 2011, the patient presented low back pain with lumbar radiculopathy and possible arachnoiditis from l4 to s1. The patient underwent a lumbar epidural injection at l3-4. There were no patient complications reported. On (B)(6) 2011, the patient presented low back pain with lumbar radiculopathy and possible arachnoiditis from l4 to s1. The patient underwent a lumbar epidural injection at l3-4. There were no patient complications reported. On (B)(6) 2011, the patient presented with increasing left leg pain severity and low back pain. Per the encounter notes the patient had very minimal to slight adjacent level pathology. A CT and a MRI were reviewed which demonstrated fusion l5-s1 and l4-l5 with very little degenerative changes at all at the adjacent levels. There appeared to be solid arthrodesis. On (B)(6) 2011, the patient presented with increasing back pain and leg complaints. The patient had pain, numbness, and tingling to the posterolateral aspect of the left calf which was limiting ambulation. The patient had some pain over the posterolateral aspect of the left calf with slight atrophy and some mid nerve root tension on the left. On (B)(6) 2011, the patient presented with recurrent low back pain with evidence of painful retained hardware. Per the encounter notes, the after the patient had failed multiple conservative treatments it was decided to pursue surgery. The patient was taking amoxicillin for a recently diagnosis of throat infection. On (B)(6) 2011, the patient presented with retained hardware status post l4-s1 instrumented spine fusion with bilateral lower extremity radiculopathy. The patient underwent surgery which consisted of hardware removal; exploration of fusion mass with solid arthrodesis at l4-5 and l5-s1; and a revision laminectomy bilaterally at l4-5 and l5-s1 with lateral recess stenosis decompression. Per the operative report ¿¿the hardware was exposed, disassembled and each of the pedicle screws tested with a triggered emg and found negative at 20m." The pedicle screws were then removed and revision laminectomy performed bilaterally at l4-5 and l5-s1¿.the lamina was resected and the fusion mass explored. The neural foraminotomies were performed, removing some fusion material from the lateral recesses from fusion material overgrowth¿¿ no patient complications were reported. On (B)(6) 2011, the patient was discharged from hospital. On (B)(6) 2012, the patient presented with left hip pain (onset several months prior). It did not descend past the knee and was more present in the groin and into the thigh. The patient was post hardware removal. Plain radiographs had shown a solid arthrodesis of the lumbar spine and the absence of hardware. On (B)(6) 2012, the patient presented with left hip and back pain. The patient underwent a left hip marcaine arthrogram. No patient complications were noted. On (B)(6) 2012, the patient presented with left lower extremity radiculopathy. Per the encounter notes the patient had a marcaine arthrogram on their left hip which reportedly numbed the hip for approx. 8 hours and then it went away. The patient reported that even when numb, only 20 % of the leg symptoms had been taken away. On (B)(6) 2012, the patient presented with left lower extremity radiculopathy. Per the encounter notes the patient had a MRI which was benign above the fusion but may have shown some slight neural foramina stenosis at l4-5 on the left. On (B)(6) 2012, the patient presented with left lower extremity radicular pain and underwent a selective nerve root block on the left at l4 and l5. No patient complications were noted. On (B)(6) 2013, the patient presented with left lower extremity radicular pain. The patient was requesting an epidural injection to help with their symptoms. X-rays showed a solid arthrodesis o the lumbar spine. On (B)(6) 2013, the patient presented with low back pain radiating into the left leg and underwent lumber transforaminal epidural steroid injections at l4-5 and l5-s1. No patient complications were noted. On (B)(6) 2013, the patient presented with left lower extremity pain (return onset the previous year). Per the encounter notes the patient had a two level posterior lumbar instrumentation interbody fusion in the past and in the intervening year had experienced on going lower extremity pain. The patient had received epidural injections (x2) with the first offer 2 days relief and the second offering none. A 2012, MRI was reviewed ad which had indicated some minimal neuroforaminal stenosis at l3-4 with a solid appearing arthrodesis and good neuroforaminal space l4-5 and l5-s1. On (B)(6) 2013, the patient presented with left leg and back pain. The patient underwent a lumbar spine MRI which demonstrated post op changes were present status post interbody and posterior fusion at l4-5 and l5-s1. The levels appeared to be solidly fused and well aligned. There were no significant changes. On (B)(6) 2014, the patient presented with lumbar radiculopathy. The results of an MRI had shown mild to moderate or no problems at l3-4 and a solid appearing arthrodesis at l4-5 and l5-s1. The patient wanted to try a dorsal column stimulator.